Event description:
The customer reported a 10 ml blue fluid leak from the coulter act diff 2 analyzer. The customer had put the analyzer in shutdown mode the previous night and observed the leak the next morning. The customer was wearing personal protective equipment consisting of a lab coat and gloves when the leak was observed. There was no report of direct contact with the leak. No erroneous results were generated in connection with this event. No errors or system messages were generated. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse replaced defective tubing to the red blood cell bath and the instrument ran without leaks. (B)(4).